Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of fainting and hypoglycemia. The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) /2016, that on (B)(6) 2016, the patient experience a hypoglycemic event. The patient's mother called the paramedics due to the patient having a seizure caused by the low blood sugar that was in the 30's. The paramedics treated the patient with glucagon and they were transported to the hospital. The patient was observed in the emergency room (ER) and was not admitted to the hospital. At the time of the event, the patient was not using the continuous glucose monitoring (cgm) device as they had been experiencing insurance issues. There was no alleged device malfunction. No additional event or patient information was provided.